Event description:
A us distributor reported that a patient was experiencing check pad messages

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was isolated to the electrode belt trunk cable damaged. The root cause for damaged trunk cable could not be identified. There was no adverse event that resulted from the damaged belt.